Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the results of the investigation, the reported phenomenon (no display) likely occurred because power was not properly supplied to the device due to a faulty qb (quantum board). However, the cause of the faulty board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported the high-definition lcd monitor cable was ripped and took part of the port with it during procedure. During a standard service inspection of the customer returned device, a damaged printed circuit board was observed. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a damaged printed circuit board. In addition, cleaning solution stains on the window screen/scratches and a missing standoff screw on the quantum board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.